Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer's blood glucose at the time of incident was 25 mmol/l. Customer's current blood glucose was 23 mmol/l. Customer treated high blood glucose by using insulin pump, manual injection. The customer did experience any symptoms such as nausea as a result of high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer stated auto mode feature was used at the time of high blood glucose. Customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis